Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 490 mg/dl. The customer treated the high blood glucose readings with injections. The customer stated that none of the buttons worked except the up button. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
No button error alarm was noted and the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot and a missing end cap sticker.